Manufacturer narrative:
Other applicable components are: product ID: 9735843, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the camera cable was loose in the bulkhead. The cable was reinstalled which resolved the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not getting power intermittently. The manufacturing representative could boot it up and get it in the software and the power would be on and tracking, but then would switch to "localizer not connected" and the lights on the camera would go out. The representative booted into admin - the lights had gone off on the camera and he was not able to access network device interface (ndi). The representative powered off the cart and took out the service tray. He then booted on the system and all lights appeared normal, as well as the camera. Ndi showed all normal status, no previous errors showing. The representative was then able to go into the application and track without issue. The representative checked the bulkhead in the camera arm, and found that the ethernet cable protection was pulled back on one of the cables. The manufacturing representative then re-protected the cable. There was no patient involved.

Manufacturer narrative:
Other applicable components are: product ID: 9735798, serial/lot #: (B)(4), ubd: unknown, UDI# unknown. The cable kit was returned to medtronic for analysis. All cables and connector in the returned kit were found to be in good condition and passed continuity tests with no opens or shorts detected. There were no problems found. The poe was returned to medtronic for analysis as well. The poe was tested and found to provide power initially. After running over time, the unit's light turned red and did not provide power. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after replacing the cables, the issue was not resolved. The camera was not giving off an error and the power over ethernet (poe) injector would turn red after 5-10 minutes and the camera would receive no power. It was confirmed the issue was resolved after replacement of the poe and cables.